Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-aug-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. A field service engineer (fse) replaced the triple control unit on mini sub-drawer 1.4 with a spare. The fse tested the drawers using the hardware test application, and all tests passed successfully. The power switch was turned off to verify that the backup battery engaged properly. The station was then rebooted to check for updates, and all connected drawers were inspected. Additionally, the fse cleaned the all in one (aio), biometric identifier (bioid), and keyboard cover, and tightened the barcode scanner cradle and all drawers were tested again in the hardware test application, with all components passing successfully. The customer confirmed that the system was functioning as expected. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, the drawer is barely opening when trying to recover making it difficult to open. The customer stated that there was no delay, but the malfunction occurred when the user tried to issue medication to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, the drawer is barely opening when trying to recover making it difficult to open. The customer stated that there was no delay, but the malfunction occurred when the user tried to issue medication to the patient. There were no adverse events or injuries reported due to this event.